Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump completely died; the customer changed batteries every single day but the device would not turn back on yesterday. The patient's blood glucose at the time of incident is unknown. No further details were provided. The customer requested to be called back in five minutes, but she was called back twice and she did not answer. No products were returned or replaced.